Manufacturer narrative:
Result of investigation: during the inspection the error description provided by the customer "dim light" was confirmed, and further defects were detected. The device met the test specifications at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics, and the light is dim. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that light source is dimming. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).